Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needle broke. The following information was provided by the initial reporter, translated from french to english: tip of the needle that breaks when injecting ferinject into the infusion. This is the 3rd event that has occurred with the same isolated batch.

Event description:
31-jan-2024. No impact on patients was noted.

Manufacturer narrative:
A device history record review was completed for provided material number 303262 and lot number 231105. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. Samples were indicated as being shipped; unfortunately, the sample shipment could not be located by bd for investigation. We apologize for this inconvenience. If the sample shipment is located, a thorough sample analysis will be performed. At this time, twenty (20) retained samples were obtained from the manufacturing facility for evaluation. The retained samples were used to puncture a test vial and were subsequently examined. None of the retained samples displayed any signs of breakage. Based on the investigation results, an exact cause could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.